Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that her one touch ultrasmart meter was giving her inaccurate results and then she reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient reportedly had been getting "different "readings for "a while." She indicated that the reported issue first occurred "2 weeks ago." She obtained blood glucose results of "104, 124, and 91 mg/dl" on the subject meter within a 10 minute period. Based on statistical methodology, the calculated difference of these results is 18%, which meets the expected value of <=20%. She also indicated that on an unspecified date, she obtained a "53mg/dl" and then drank an unspecified drink. She claimed that as a result of drinking, after an unknown time later, her blood glucose levels went high and she was "going to the bathroom." The patient called her doctor to "complain" but it is unknown if the patient received any form of treatment advice from the doctor. It is also unknown if she tested her blood glucose levels when she was symptomatic. Based on the provided information at this time, this complaint is being reported because the patient allegedly developed symptoms suggestive of hyperglycemia after obtaining an alleged inaccurate meter reading. The patient reportedly drank something after obtaining an alleged inaccurate meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.